Manufacturer narrative:
A steris service technician arrived onsite and spoke with user facility personnel regarding the reported event. The user facility stated that a burning odor was emitting from the unit and observed a small flame coming from the light socket. The technician inspected the washer and identified that the light socket was damaged. Based on the description of the event and the steris technician's evaluation, the reported issue is attributed to improper insertion of the light bulb into the light socket causing an electrical arc to occur. The technician replaced the light socket and light bulb, ran a test cycle, and confirmed the unit was operating properly. While onsite, the technician counseled user facility personnel on the proper way to insert the light bulb, ensuring it is fully seated in the socket. The unit was installed at the customer's location in 2010 and is under steris service agreement for maintenance activities. No additional issues have been reported.

Event description:
The user facility reported that a small flame was observed near the light socket of the reliance vision washer. User facility personnel utilized a fire extinguisher, and no injuries were associated with the reported event. The facility's smoke alarm was not activated, and no evacuations were required.